Event description:
Pt with brain and adrenal mets, metastatic lung and adno cancer. Hosp reported that the pt had a 1-3 month life expectancy at time of treatment with leksell gamma knife. The pt was already symptomatic; had right handed paralysis, in 1984 had breast cancer and mastectomy. Leksell gamma knife treatment on three small brain mets was paliative. Pt treated in 2002. The pt died in october in hospice care. The plan was for 22 gy to 50% isodose line. The actual dose was 22 gy to 31% isodose line volume. Hospital reports that treatment was in "non-elegant" tissue, basically areas of the brain without any significant surrounding structures that, if irradiated, would cause concern. At time of initial notification (10/31/2002) hospital did not know pt condition. Hospital notified MFR on 11/13/2002 that the pt had died. Death certificate listed cause of death as due to the pt's cancer.